Event description:
The customer reported that the collimator housing was loose and could have fallen down but it did not.

Manufacturer narrative:
The field service engineer (fse) troubleshot the system and found a problem with the screws of the collimator flange had become loose by use. The field service engineer tightened the screws of the flange according mounting instruction secured them with loctite; this solved the problem on site.